Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. The customer did not provide a lot number. A f/u report will be submitted if more info becomes available. Eval, a follow-ups report will be submitted if more info becomes available.

Event description:
The customer reported that the high pressure tubing is detaching from the power injector during injection. No harm or injury was reported.